Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the grip cable routing. The broken piece was not returned and material was found missing. The segment of the cable that contains the crimp was not intact. The cable was fully broken. As a result, the instrument was found to make excessive noise during initialization. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation(s) related to customer reported complaint: the instrument was found to have excessive noise. The instrument was placed and driven on an in-house system. The instrument made excessive noise during initialization, but still passed initialization. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved tip stapler 30 instrument was used for a surgical task and was observed to have a broken wire and was making a loud noise. No fragment fell into the patient. The user completed the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient was not injured or harmed.